Event description:
Complaint alleged that the medics analyzed a pt who was in respiratory arrest and was unresponsive and the device advised shock for what the medical authority beleives is a non-shockable heart-rythym. The medics responded to the call where the pt had been struck by a truck while attempting to cross a street. When the medics arrived on scene, civilians were performing mouth-to-mouth resuscitation and the pt was unconscious and unresponsive. They attached the device to the pt and the displayed heart-rythym indicated a normal sinus rythym with a rate of approx 70 beats-per-minute. During the pt transportation, the displayed heart-rythym degenerated to an asystole heart-rythym. The medic attached defibrillation electrodes and initiated an analysis sequence. The device returned a "no shock advised" determination. The medics then began CPR and resumed transporting the pt. Drugs were administered to the pt, and approx 33-min to the event, the displayed heart-rythym changed from asystole to what appeared to be an organized heart-rythym. The medics initiated an analysis of the pt and received a "shock advised" determination and delivered a 200 joule shock to the pt. The device automatically analyzed the pt and again returned a "shock advised" determination and the medics delivered a 360 joule shock to the pt; three (3) shocks total. The medics then resumed the transport and performed CPR until reaching the medical center. The medics then transferred pt care to the receiving medical center ER. The pt subsequently expired.